Manufacturer narrative:
A product investigation was completed: our investigation has shown, that we have received the broken off screw head, the screw is broken between the head and the shaft. Otherwise the screw head is in a good condition. The broken off screw shaft is missing. Unfortunately the lot number is unknown what makes impossible to check the manufacturing and raw material documents. We are not able to determine the exact reason for this broken screw, but it is likely that too much applied mechanical force caused this damage. To prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Without a lot number the device history records review could not be completed. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that the screw broke off during fixation of a temporary bone flap on (B)(6) 2015. There was no surgical delay. This report is 1 of 1 for (B)(4).